Event description:
The customer called for help with her contour meter. She performed a control test during the call and received a result of 14 mg/dl. The normal control range was 109-150 mg/dl. No adverse events were alleged. While customer service was attempting to get more info, the customer disconnected the call. No product will be returned.